Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with scratched case and cracked keypad overlay. Device power up properly after battery installation. Device passed self test and displacement test. Power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass. No missing segments or partial display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a fuzzy screen. The customer stated the screen was not working properly at least once a day. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.